Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after three months of support, the pt experienced an "unexplained catastrophic event." There was reportedly no evidence of a neurological event on the computed tomography (CT scan) nor was there suspicious pump data on the system controller historical data log. The pt did not regain consciousness and the family opted to withdraw support after five days.